Manufacturer narrative:
The amplatzer septal occluder associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.this event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.

Event description:
According to the information received, a few days after an 18mm amplatzer septal occluder (aso) was implanted, a patient presented at the hospital with a perforation. After further exploration, the patient experienced cardiac tamponade. A drain was inserted and 750ml of fluid was extracted. The patient was sent to surgery, where the aso was removed and the defect was repaired. The patient recovered well and was later discharged from the hospital.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation. H3 other text : device will not be returned for analysis